Event description:
The customer reported that the device failed every opcheck test from the defib test forward.

Manufacturer narrative:
The customer reported that the device failed every opcheck test from the defib test forward. The device was evaluated at philips, and the symptom was confirmed. Replacing the processor pca resolved the issue.